Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited inappropriate ams episodes. No noise was observed when patient palms were pushed together. Pocket manipulation did not reproduce the noise. No intervention was performed. The patient would continue to be monitored with routine follow up.